Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has worn wheels that need replacing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: h6(health effect - clinical, health effect - impact). Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and confirmed the equipment has some wheels of the trolley blocked. Fse performed cleaning and lubrication of the blocking system. The operation tests performed with positive results. Repair was completed and the equipment can be used.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has worn wheels that need replacing. There was no patient harm.